Event description:
Additional information received reported that the patient's lead got infected after implant. Following the replacement, which took place after 3 months, there were no issues.

Event description:
The patient's system was explanted several months ago, due to infection; no additional details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.